Manufacturer narrative:
(B)(4). Batch r93w23. Device analysis: the analysis results found that the mcl20 was received with no damage in the external components and with a clip in the jaws. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was cycled and it formed the clip that was contained in the jaws. The instrument was cycled again and one malformed clip was formed due to an anti backup failure. The remaining 11 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti backup lever were found to be out of its intended position, which could have caused jamming of the firing mechanism; this was not experienced during testing. A manufacturing record evaluation was performed for the finished device r40r7m number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device r93w23 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: how was the procedure completed? Use of another like device from another lot. Was there any patient consequence? No. Were the clips jammed inside the device? No. Were the clips fallen inside the patient? The clips have been recovered.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During the procedure, when using the device, clips didn't close. Procedure: unknown.